Manufacturer narrative:
H3, h6: the returned biopsy needle was recognized and had normal tracking when used with a known good system and after locking the t rajectory. No problem found. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that during a case, the site could not get biopsy needle to track. The site swapped spheres, cleaned, and it wouldn't show up in tracking window. The site used another needle and that navigated fine. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome. Additional information was received, it was reported that the most likely cause was that the needle was bent causing the system not to track it. It's suspected that the needle was bent while the scrub was setting up their table. The reason is because when the spheres were visually inspected, they appeared to be fine. When another needle was dropped it tracked fine so the system having an issue was eliminated as a suspected cause. It was noted that the geometry of the needle was not confirmed if it met standards.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.